Manufacturer narrative:
This the 28th of 35 reports received from the initial reporter clarifying the events as previously reported under manf report number (2028159-2023-01571, 20268159-2023-01572, 2028159-2024-00313, 2028159-2024-00314) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient with a grade three cataract underwent cataract surgery with monofocal lens implantation using an ophthalmic operating console. At one-week post-op, the patient exhibited corneal edema with visual disturbance in the left eye, for which the patient was treated with corticosteroids and sodium chloride eye drops. The physician saw the patient at three months follow up from procedure and it was observed that the patient had not yet recovered. An additional follow up appointment was scheduled with the physician; and, the patient was fully recovered. This complaint is pertaining the twenty-eight of thirty-five reports received from the initial reporter.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. However, the console was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were opened to address the other incidences of the reported event with this system. The event logs for the system were reviewed. There were no anomalies found, that would have contributed to the reported corneal edema event(s). The entire system was received for testing on this investigation. A visual assessment of the returned sample revealed it was returned without the footswitch and the IV pole¿s bottle hanger. A known working footswitch and IV pole¿s bottle hanger was connected to the returned sample. The returned system was powered on and performed system diagnostics, subsystems calibration, surgical test in phacoemulsification mode and I/a mode for 5 minutes and was found to be within specification. Testing was performed and failed on the pneumatic pressure test. The console test was set to active irrigation type and (as) handpiece type, where the surgical test in phacoemulsification mode (and I/a mode for 5 minutes), was found to be within specification. The test was performed and failed on the pneumatic pressure test. The returned system had a nonconforming fluidics controller module. The fluidics controller module was disassembled which found a nonconforming yellow tubing that was not plugged in completely to the connector of the front pneumatics manifold. The nonconforming yellow tubing was plugged completely into the connector, then the system was tested and found to meet specifications. However, as to how or when this connection became incomplete cannot be determined conclusively. The system was found to meet specifications as related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. All complaints were opened for the same set of complaints against the system involved with corneal edema cases. The investigations for all system complaints will mirror each other as the servicing for the system in october of 2023 was referenced. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).